Manufacturer narrative:
The communicator was returned for analysis. The post market quality assurance lab confirmed the reported allegation. Visual inspection revealed the led on the power brick was destroyed showing evidence of melting. In addition, a loose particle piece was found floating inside the body of the power brick and also the communicator. The communicator failed to power on and evidence of a high-power electrical overstress event was observed.

Manufacturer narrative:
This communicator has not been returned for analysis. Should additional information become available, or if the communicator is returned, this report will be updated.

Event description:
Boston scientific received information from the patient that the communicator power supply was observed to be melted and the communicator would not power on following a strong storm near the patient's home. A replacement communicator will be sent. No adverse patient effects were reported.